Event description:
Received message on after-hours answering service pt called with (B)(4) 6000 alarm error code 46 - clock not set - with tpn setup (B)(6) 2010, per recent info from MFR and (B)(4) help line, this was noted to be a non-fixable pump problem and only option is to get replacement pump to pt for tpn infusion that night. Arranged as needed.